Manufacturer narrative:
Updated evaluation result code to more accurately depict that there was no fault found since it was confirmed that the system did not pass the test because the battery had completed it's useful life.

Manufacturer narrative:
(B)(6).

Event description:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the efficia dfm100 defibrillator indicating that there was a battery failure. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.